Manufacturer narrative:
Patient weight was omitted in error from initial medwatch report and is provided in this supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. This report is for one (1) unknown humeral nail. Part and lot numbers were not provided for reporting. Implant date is unknown and was reported as approximately nine (9) months prior to the (B)(6) 2017 revision surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the service and repair and device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to humeral non-union. The original procedure was performed approximately nine months prior, when the patient sustained a gunshot wound to his humerus resulting in a highly comminuted fracture. Subsequently, the humeral non-union was discovered on an unknown date. Removed hardware included a humeral nail and five (5) locking screws -all intact. The patient was revised to a new construct consisting of a plate and screws. The procedure was completed successfully with the patient in stable condition. This report is for one (1) unknown humeral nail. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial medwatch (B)(4) incorrectly reported ¿without a lot number the service and repair and device history records review could not be completed.¿ this device is an implant and therefore a service and repair history review would not be applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.